Event description:
On (B)(6) 2007, a gore-tex stretch vascular graft was implanted in a bypass procedure. Indication for treatment was non-healing ulcer. The procedure was performed in the patient's right leg, from the common femoral artery to above-knee popliteal artery. Within one month post-implant, patient presented with an occlusion, leading to limb loss.

Manufacturer narrative:
Review of device manufacturing and sterilization record history confirmed device met pre-release specifications.